Manufacturer narrative:
Product investigation summary: one (1) t15 stardrive screwdriver (part 314.115 / lot 5851435) was returned with a 7mm portion of the tip broken off. Replication of the complaint condition is not applicable as the part was received broken. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. The definitive root cause was determined to be user error/misuse/abuse as the screwdriver is not intended to be a tool for bending plates. The returned t15 stardrive was examined and the complaint condition of ¿broken tip¿ was able to be confirmed. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. The complaint description states that the tip of the screwdriver broke while the surgeon was attempting to bend a partially fixated plate with the screwdriver. The definitive root cause was determined to be user error/misuse/abuse as the screwdriver is not intended to be a tool for bending plates. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 314.115, synthes lot 5851435: release to warehouse date: august 19, 2008. Manufactured in (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction internal fixation (orif) procedure was completed using a 3.5 mm medial distal tibia plate on (B)(6) 2016. During the procedure the surgeon decided to an intra-operatively bend of the partial fixed plate using a screwdriver through one of the plate holes to achieve a bend in the plate. The screwdriver tip broke while the surgeon was bending the plate. The tip was easily retrieved and no fragments were left behind in the patient. No surgical delay was reported and no additional medical intervention was required. The surgeon had achieved the bend he wanted in the plate; the plate was completely fixed to the bone and procedure was completed successfully. This is report 1 of 1 for (B)(4).